Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the device was able to fire and stopped half way and cannot continue. They opened the jaws and used another reload to continue transecting the stomach. There was no patient injury.